Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4) ; however, the customer confirmed that the complaint sample was from lot 24025569. The feedback provided by the customer states that, "the cap was not working properly." Further information from the customer has stated that pre-charging was used to push the fluid away. The event was observed during pre-filling with saline which was not refrigerated. Moreover, no visible damages were observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025569 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter, translated from chinese to english: when the responsible nurse used the needle-free closed infusion connector for patient (B)(6). She found that the connector was not smooth and replaced it with a new needle-free closed infusion connector. Additional information received from the customer: please describe the events described. Is blockage observed? With a prefilled bolus, the fluid can be dispensed normally. Please return the affected product (with the original packaging if possible) for investigation? The connection wrapper has been discarded and cannot be returned if it is not possible to return the affected product, please provide detailed photos/videos of the product and the damaged area? Products can be sent back. Please confirm when the problem was discovered? Is it during the precharge or during the infusion? During pre-charging. Please confirm what medication was being used at the time of the incident? Saline. Please confirm if the medication is stored in the refrigerator? If so, has it been brought back to room temperature before use? Not in the refrigerator. Please confirm the brand and model of the connected product? The customer cannot be informed. If possible, please send us the connected product to assist in the investigation? The connected product has been discarded. Please confirm that the device has any visible defects, such as cracks, burrs, kinks? Not seen. Please confirm whether the connection product is connected with a luer sliding sleeve or a luer lock? Ruhr connection. Please confirm if the flow path is completely blocked or partially blocked? With prefilling, it is possible to bolus the distraction.